Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis. The cause of the peritonitis was unknown. The peritonitis was manifested as abdominal pain and cloudy pd effluent. On unreported dates, the patient was hospitalized for the peritonitis and initially began treatment for the peritonitis with unknown intravenous antibiotics followed by unknown intraperitoneal antibiotics (doses, frequencies, and durations unknown). On unreported dates, the patient was retrained on proper aseptic technique and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.